Event description:
The codman programmable shunt failed. The failure was very quick and without warning signs or symptoms. The info the hosp was given was incomplete, and the shunt setting can be reset with any magnet.